Manufacturer narrative:
A ge service representative performed an on site investigation. Several connections were restored. The software and configuration files reloaded. The system was then found to be operating as intended.

Event description:
The customer reported the system displayed a generator error code and thereby locked up. No report of patient injury.